Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port was loose. Customer declined troubleshooting with tandem technical support and declined to provide further information. There was no reported adverse impact to the customer¿s blood glucose level.